Event description:
It was reported that the up arrow button on the insulin pump was not working. No further information reported.

Manufacturer narrative:
The pump was received with no up arrow button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.